Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported worsening mitral regurgitation/mr was likely a secondary effect of the slda and therefore related to patient/procedural conditions. It should be noted the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2017, a follow-up echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 4+. A second mitraclip procedure was performed on (B)(6) 2017. One clip was successfully implanted reducing mr to 2. The patient is stable. No additional information was provided.